Manufacturer narrative:
Evaluated one random seal reservoir. Performed pre-fill reservoir test found no transfer guard leakage anomaly was found during analysis. Evaluated one open and used reservoir. Performed pre-fill reservoir test found no transfer guard leakage anomaly was found during analysis. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that reservoir was leaking. Location of leakage was unknown. Customer stated that all components are present. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.